Event description:
Patient has chronic st jude atrial lead that is failing in bipolar. At his gen change, the physician decided not to replace the atrial lead but programmed it unipolar. A medtroinc device was implanted. Atrial capture management was programmed off. Patient is complaining of pocket stim around 2:30 am. I have to go see this patient and figure out what this could this be? The device is probably an azure xt. A: caller was unable to provide patient name, dob or sn for device. And could not provide settings. Could this be alpc. Reviewed alpf function and how to program it to off. Nightly pocket stimulation around 02:45am since device implanted pt has existing atrial lead that is programmed unipolar pace, bipolar sense. After investigating pt complaints of nightly pocket stim around 02:45am since implant atrial lead position check nominally ?on? Was suspected to be the causative algorithm. Brady tech services was consulted as well. The device was interrogated in clinic and the alpc feature was programmed ?off?. No further complaints were received (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).